Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, quality engineering visually inspected the device as received from the customer and it was determined that the motor device failed visual assessments as the device hose was damaged and the device had been used with a non-anspach (aftermarket) hose. It was further determined that the device failed functional assessment as the device had an aftermarket hose on it which indicates the device had been tampered with. It was observed that the aftermarket hose had a hole in it, it was not crimped properly and the nose pins were protruding from the device which may have been caused by the device being tampered with/having unauthorized repair by the user. It was not possible to secure/lock cutter and the remaining testing was suspended due to the device damage caused by tampering. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow instructions, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had weak power. According to the reporter, an alternate hose worked. There was a five-ten minute delay to the surgical procedure while trouble shooting and opening an additional drill. It was reported that spare device was used to complete the surgery without any issues. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.